Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 blue spike was inserted into the anvil head, which was then placed in the proximal end of the transected colon. Another line of staples were used to close the distal end of the proximal colon. The surgeon introduced the cdh33 transanally. And while trying to bring the proximal end of the colon to meet, the blue spike broke. Another new piece cdh was opened to complete the procedure. There was no consequence to the pt.